Manufacturer narrative:
E1- initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. It was observed that only the pusher wire was returned. It was observed that the pusher wire was kinked and stretched at the coil section; moreover, the interlocking arm of the pusher wire was detached. Dimensional inspection of the returned components was performed, and the components were within specification.

Event description:
Reportable based on device analysis completed on 11sep2025. It was reported that the coil was unable to advance in the microcatheter. The patient was presented for pulmonary tumor embolization. A 6mm x 20cm interlock? Was advanced through a 2.7f non-boston scientific (bsc) microcatheter: however, resistance was felt and the coil could not be pushed out of the microcatheter completely for release. The device was exchanged, and the procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient condition following the procedure was stable. However, returned device analysis revealed that the interlocking arm of the pusher wire was detached.